Event description:
Reporter alleged that inform base unit has signs of melting and scorching on it. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.